Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of a hospitalization for high blood glucose readings. The customer's blood glucose was unknown at the time of incident. No further details given.